Event description:
Info received indicates the nurse call relay on the sidecom circuit board is not activating. No nurse call.

Manufacturer narrative:
The technician isolated the issue to the power control module (pcm). He replaced the pcm to repair the bed.